Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision has been blurry and not clear. The consumer reported that she did have astigmatism prior to her iol implant surgery and was told by her surgeon that she did have some residual astigmatism following her implant procedure. The surgeon has placed the consumer on medication to treat scaling of her upper lids. The consumer reported that when she was given an eye test, she sees much clearer through the phoropter. She was given a prescription for glasses, but has not filled the prescription. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 8/24/10 by phone. At the request of the consumer, the surgeon was not contacted. (B)(4).